Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was a serious component burn.

Event description:
It was reported by the patient that following a storm, the remote monitor was no longer receiving power. The monitor was replaced. No patient complications have been reported as a result of this event.